Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2016. The mw5064462 received with the information included above. No further information was provided, and historically attempts to obtain FDA redacted information from maude reports have resulted in the following response: "the report that was sent is the copy that provides you with all the allowed releasable information from the report(s). Unfortunately, we are unable to release any further information that pertains to the report(s) in question." Therefore, no additional information for this report is available.

Event description:
The customer reported that during a laparoscopic supracervical hysterectomy, the device would not open after application to the fallopian tubes. Tissue resection was performed to remove the device.